Event description:
The customer reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer changed the necessary supplies and resumed insulin therapy,